Event description:
On (B)(6) 2025 this peritoneal dialysis (pd) patient reported being hospitalized. The patient stated part of the reason was pd related. No further information was provided. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in seen in the pd clinic on (B)(6) 2025 for a regularly scheduled lab draw. During the appointment, the patient complained of abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was going to be initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin per protocol, however; the patient stated they had those antibiotics at home in their kit and would do the antibiotics once they returned home. The cultures resulted positive for gram positive cocci in pairs, staphylococcus (no species documented). The pdrn called the patient on (B)(6) 2025 to come into the clinic for a repeat cell count and vanco trough. The patient stated they were having issues with his atrial fibrillation (a-fib) and could not drive as he was too tired. The patient was advised to go to the emergency room (ER). The patient was admitted on the same day for the a-fib and is continuing the antibiotic treatment for the peritonitis in the hospital. The patient remains hospitalized. The pdrn stated the patient¿s initial white blood cell count was low (no value provided). The patient continues to complete pd therapy in the hospital. The cause of the peritonitis was not determined.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, the culture result of gram-positive cocci, staphylococcus, suggests a breach in aseptic technique. ¿gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination.¿ ¿the most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series.¿ the patient's atrial fibrillation was unrelated to the peritonitis event or dialysis therapy. Based on the available information and no allegation or evidence of a defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient reported being hospitalized. The patient stated part of the reason was pd related. No further information was provided. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in seen in the pd clinic on (B)(6) 2025 for a regularly scheduled lab draw. During the appointment, the patient complained of abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was going to be initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin per protocol, however; the patient stated they had those antibiotics at home in their kit and would do the antibiotics once they returned home. The cultures resulted positive for gram positive cocci in pairs, staphylococcus (no species documented). The pdrn called the patient on (B)(6) 2025 to come into the clinic for a repeat cell count and vanco trough. The patient stated they were having issues with his atrial fibrillation (a-fib) and could not drive as he was too tired. The patient was advised to go to the emergency room (ER). The patient was admitted on the same day for the a-fib and is continuing the antibiotic treatment for the peritonitis in the hospital. The patient remains hospitalized. The pdrn stated the patient¿s initial white blood cell count was low (no value provided). The patient continues to complete pd therapy in the hospital. The cause of the peritonitis was not determined.